Event description:
It was reported that (1) device was used during a sigmoid colectomy. It was reported by the affiliate that the tlc55 stapler was used to perform a functional end-to-end anastomosis, following the specimen removal, using the same tlc55. The stapler cut and stapled, but only one side of the cut line was stapled - the other side was not stapled due to the lack of a staple driver mechanism on that side of the instrument. When the specimen was inspected afterwards, it was found that this was not stapled either, therefore indicating that both cartridges were only half-fired (on one side only). The instrument was visibly seen to be deficient of one staple driver. The patient anastomosis was completed by hand, leading to a longer anesthetic time.